Manufacturer narrative:
The investigation is not yet complete, a follow up report will be submitted on completion of the investigation.

Event description:
According to the available information, dufour stent with a deflating balloon. The balloon is filled with 50 ml of sterile water for injection (wfi) using a syringe. No device or batch number has been recovered. Patient/staff consequences: lost time, ineffective catheterization, catheter not staying in place with risk of bleeding. No complications reported; the catheter was reinserted once the incident was identified.